Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n (B)(6), revealed. Analysis found"no device found" and "poor recharger quality." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot # (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. Recharger. The reason for call was patient stated they needed a new battery for the controller. Patient said for the past 2 weeks, they would be charging the implanted neurostimulator and the controller would either go unresponsive or they would get the replace controller batteries message. Controller goes blank. Patient would have to reset controller to get the screen to come back on. Patient inspected recharger pins and controller port, but did not see any damage. Patient then inspected recharger cord said it looked like the cord had overheated in some places. The issue was not resolved. A request was sent to the repair department to replace the recharger.